Event description:
During the transfemoral tavr procedure, a successful balloon aortic valvuloplasty (bav) was performed with an edwards 20x4 balloon. During inflation of the sapien xt valve, the balloon of the delivery system burst after the valve was fully expanded. The valve landed 40/60 aortic/ventricular. There was no regurgitation post valve placement. The inflation volume was 17ml and inflation was held for 3 seconds. The balloon was removed in one piece. It was indicated that the balloon burst was due to calcium. The patient had severe native leaflet calcification, mild root calcification, with a native annulus area of 368mm2.

Manufacturer narrative:
Pending device return (kit was lost, replacement sent).

Manufacturer narrative:
The device was returned to edwards for evaluation. The balloon was returned torn with its pleats and folds expanded. As reported in the cer, the returned delivery system was used to fully expand and deliver the sapien xt valve. The returned device was visually inspected and an axial tear, indicating a longitudinal burst, was observed. The balloon was then inspected under magnification, and no scratches, surface defects, or other abnormalities were noted. Due to the condition of the returned device (balloon tear), no applicable functional testing could be performed. Single wall thickness measurements were taken along the balloon tear, and met specification. Detailed root cause analysis for returned balloon burst complaints has been summarized by a technical summary written by edwards, ¿risk of balloon burst in a calcified aortic annulus.¿ the technical summary provides a rationale as to why it is very unlikely that a product defect contributes to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (open cell impingement and stress concentration against calcium nodules), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analysis reveals that these types of ruptures are typically caused by puncture from calcium on the native aortic valve. During the balloon manufacturing, the balloons are 100% visually inspected per standard operating procedure for defects and cosmetic appearance under minimum 2.5x magnification. The delivery system undergoes multiple 100% inspections during manufacturing. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for balloon burst was confirmed, but no manufacturing non-conformances were identified. Dimensional analysis of the balloon revealed that the balloon wall thickness was within specification. Per the complaint description, ¿it was indicated that the balloon burst was due to calcium. The patient had severe native leaflet calcification, mild root calcification, with a native annulus area of 368mm2.¿ therefore, the complaint event was most likely due to patient factors (calcification). The complaint was confirmed for balloon burst, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient factors (calcification) contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds the february 2015 control limits for this trend category. Therefore, no corrective or preventative action is required.